Manufacturer narrative:
Correction information. G4:premarket identification PMA/510(k). G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: customer reported no video/error msg, scope not conn. Customer stated they get error message no. 5 - no scope connection. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the insertion flexible tube (ift) cut. Based on the result, we concluded that it was caused due to the physical damage applied on the insertion flexible tube (ift).

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10l-us available in the united states with a 510k number k131855. International medical device regulators forum (imdrf) adverse event reporting (B)(4) 11 conclusion not yet available. The customer owned endoscope was received by pentax medical for evaluation on 09-nov-2021. The endoscope was inspected by pentax medical service under service order 3136519 and the technician was unable to confim the customer complaint of no video image and documented the following inspection findings: image mild blurry/foggy, air/ water socket worn thread, passed dry leak test, passed wet leak test, customer complaint not duplicated, right/ left brake knob markings faded, insertion tube gauge/dig at stage 1, fluid invasion not observed in control body, fluid invasion not observed in pve connector, video image has a white or red dot. Although the reported failure was not confirmed the device will undergo repairs including the following components and be returned to the customer once completed: o-rings and seals, pcb for ccd drive pb-free, electrical connector assy. The endoscope is awaiting repair and approved by final qc as of 24-nov-2021. Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2021, a device history record(DHR) review for model ec38-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(6) facility on 01-may-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 08-may-2017. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states within the (B)(6) the customer reported that they were receiving error message no.5- no scope connection involving pentax medical video colonoscope model ec38-i10l, serial number (B)(4).. The issue was observed in the operating room prior to use. There was no report of death, serious injury or any event requiring medical intervention. The user facility responded to a good faith effort request via email on (B)(6) 2021 and stated that the event date was (B)(6) 2021. Although the failure was noticed during the pre-inspection check, the patient was prepped for the procedure. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.